Manufacturer narrative:
H3: product analysis: the device, both electrodes, packaging tray, and an open pouch were returned in a double resealable bag. The pouch was open on three of four sides upon return. Upon receipt, no traces of contamination were observed on the device. A syringe was used to inject 15 cc of air into the cuff; however, the cuff could not inflate. Inspection revealed a hole in the cuff measuring approximately 0.32 inches. The device failed due to the damaged condition upon return and the inability to inflate. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroidectomy procedure, a hole was opened in the cuffs. Air was used to inflate the cuff. An operation was performed using a spare product. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.